Event description:
A customer reported that while looking through the microscope, he noticed that the knife had a burr on the tip. The customer was able to bend the burr flat using forceps. The customer had to use increased pressure to make the incision during surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip and cutting edges. The device history records (DHR) for the two possible lots were reviewed. Functional penetration test values for this lot met specification. A bent tip rejection was found during the DHR review. However, the suspect product was re-inspected and the product was released according to the MFR's acceptance criteria. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure set up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).